Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they couldn't get their recharger to work. Patient stated that the controller kept telling them to try again and that they got a message about some service thing and to call medtronic. Patient also stated that it kept saying looking for device and wouldn't connect to charge their implant. Patient mentioned that their implant was totally out of charge and controller gets stuck on looking for device. Patient noted that they tried resetting the controller, but that didn't resolve the issue. Patient reported that they texted a rep and the rep told them to call patient services and get a recharger replacement. Patient mentioned that the controller just says looking for device and circles and then kicks out no device found and reposition and won't allow them to charge the implant even though the recharger is right over the implant. Patient noted they have an appointment on wednesday and asked for a rep to be there; agent offered to send and email. During the call, patient confirmed that there was no visible damage to the equipment, but noted that there were a couple times when they felt like they got shocked a little bit and that the cord was hot where the cord went into the paddle. Patient did not know if the cord was frayed or if there was something wrong with it going into the big paddle; patient added that they had gotten a tiny zap before but that this had never happened before. When asked for an event date; patient stated that it had probably been about a month but they could charging on and off but in the last they got nothing and has been messing with them and their charging unit is out of charge. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Upon further review, mdt rep responded to email while agent was still documenting the case. Rep will reach out to patient.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed poor recharge quality message, record the two values the number high (450) the number low (10), failed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.